Event description:
During a follow-up, there was noise and non-sustained oversensing on the right ventricular (rv) channel. During the replacement procedure, while explanting the rv lead, the lead was damaged by the physician. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. X-ray examination and electrical testing revealed no indication of conductor fractures or internal shorts. The damages found are consistent with those occurring at the time of explant.